Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. Pat.: this report was not associated with a human patient. The actual device was not returned to the manufacturing facility for evaluation and the product code and lot number are unknown. Therefore, the investigation was based upon evaluation of user facility information and retention samples from the following random part/lot: sr-ox2225ca / rh2826 as well as the surrounding lots. A visual evaluation under microscope revealed no defects. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the surflo catheter device caused a skin reaction on an animal patient. Follow up communication with the user facility confirmed the following information: (1) the animal patient had swelling of skin and losing skin from reaction. Addition information was reported on 1/13/2016 from the office manager: (1) the animal patient had severe parvo virus; (2) expected treatment was 2-4 days, and switched IV sites as needed; (3) on the 3rd day the animal patient's whole leg was swollen and the skin sloughed off; (4) they continued to treat the animal patient for the skin reaction up to, and including, required skin grafts due to loss of skin; (5) it was reported the facility had consulted with a secondary veterinary specialist who stated skin rash/reactions phlebitis was common with parvo; (6) the facility continued long term treatment for the animal patient, due to extensive damage to skin requiring skin grafts; (7) the facility housed the animal patient for two months to continue treatment; and (8) it was reported that the current condition of the animal patient is unknown due to no continued follow up from animal patient's owner.